Event description:
Patient reports using this product for years with no problems. She purchased a new bottle in march 1997. Upon the first use, her eyes became swollen. She saw an allergist who attributed the reaction to stress. After two days of no lens wear, her eyes returned to normal. She resumed lens wear 2-3 weeks later and the following day her eyes were swollen shut. The lenses were removed and the eyes returned to normal after two days. Lenses were inserted again on 04/28/97. There was an immediate reaction of itching, and swelling. Previous reactions were not immediate . The patient also experienced difficulty breathing. The patient was taken to the hospital and was treated with epinephrine injection & an unknown IV. She was in the hospital 04/28/97, 8:00pm to 04/29/97, 1:30 a.m. The patient reports that her face was swollen and the swelling caused her face to be bruised. On 05/28/97, she reported that the symptoms had cleared and she had purchased a new bottle. When she inserted her lenses, she experienced immediate burning. The patient was advised to contact her eye care practitioner for a recommendation of a new disinfecting system. At this time there has been no verification of the event from a health profesional.